Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right atrial (ra) lead had dislodged into the right ventricle. As a result, the ra lead had captured the right ventricle, was sensing the qrs complex and pacing the ventricle. The ra lead was programmed off and later removed but not replaced due to the patient's atrial flutter. No further patient complications have been reported as a result of this event.